Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred during the navigate task and delayed the surgery by less than one hour. It was reported that there was a problem tracing the biopsy needle. After locking trajectory system couldn¿t trace needle. There was human error during the procedure. The site changed the entry point, but did not update it in the surgical plan. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described was the intended behavior of the software. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that during the surgery, they checked trajectory (trajectory error was below 0.5mm) and by knowing how far away is target they just used stop-point on needle to not go too far. Correct tissue sample was collected.